Event description:
The customer reported via phone call that the insulin pump stopped functioning without any alarms and her blood glucose has been high. Customer's blood glucose on (B)(6) 2015 was at 450 mg/dl, the next day it was down to 96 mg/dl but currently she was at 500 mg/dl; treated with the insulin pump. Customer stated her eyes were blurry, she had a mild headache and felt tired. During troubleshoot; it was stated the drive support cap is recessed. The down arrow icon got erased. Customer declined to check for site/set issues and to perform the high pressure test. Time, date, basal rates and bolus wizard are set up correctly. She stated the doctor changed her night time setting. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.